Event description:
It was reported that device had a proximal aneurysm in left cylinder. Patient underwent a replacement procedure. All components were explanted and replaced no further patient complications.